Event description:
It was reported that the patient had a 3b open tibia fracture with bone loss initially treated with ex-fix and several washouts. Within 5 days, the surgeon performed orif and infuse with cortico-cancellous bone graft with a flap simultaneously. The patient had 3cm of bone loss initially with a 12cm x 8cm rectus free flap and thorough debridement. The patient was kept non-weightbearing for 3 months and then allowed to bear weight on the leg. The patient's plate broke, and he did not heal his fracture. Vascular surgeons resected approximately 8 cm of the fibula, and it appears to be growing back.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.